Event description:
False negative result(s). The customer stated that they "had the flu and bought this test and it showed negative results".

Manufacturer narrative:
The current complaint is related to performance issue or device malfunction, but no information was provided for acon to conduct an investigation. Any additional information received by acon may be provided to FDA in a follow-up MDR.